Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient was reported to be of large stature, so getting to teh fascia was important for this implant. The physician dissected down and could visualize the fascia. When tunnelling up the sternum, the tunneller came out of the tissue and it was observed that the physician tunnelled into adipose tissue. Induction testing failed the first three attempts with external shocks given. The induced rhythm converted on the fourth attempt; however, the patient returned with a rate of 20 bpm. After about 30 seconds, there was no rhythm. External pacing was then administered for 1.5 minutes and the physician replaced the s-ICD system with a transvenous implantable cardioverter defibrillator (ICD) system. Conversion testing was successful with the ICD system. The following day, the patient was doing well. It was noted that the patient was in an induced ventricular fibrillation (vf) for 67.5 seconds. The s-ICD and electrode will be returned to boston scientific.